Event description:
A small percentage of cards from vitek gps106 lot p61x were erroneously bar coded which will cause the vitek system to read and report these cards as vitek gps-105 cards instead of gps-106 cards. As a result of the different configurations and contents for the two vitek card types the following antibiotics will be erroneously analyzed and potentially reported if a gps-106 card is read as a gps 105 card: cefazolin, chloramphenicol, clindamycin, erythromycin, gentamicin, gentamicin 500, and levofloxacin. This may cause false susceptible and/or false resistance results to be reported if the error is not caught when the lab reviews the results.